Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Investigation based on provided information suggest that the correct handle was not present in the set. The event report indicates the representative contacted k2m immediately and was directed in proper handle selection. The set was supplied from another site so cause of the handle change cannot be determined.

Event description:
On (B)(6) 2017 it was reported to k2m inc. That a surgery was performed in which the torque handle used was incorrect. Since the wrong torque handle was used the screws were not torqued off and left in the plate in the patients's body. Surgery took place on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m inc. That a surgery was performed in which the torque handle used was incorrect. Surgery took place on (B)(6) 2017.